Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that recurrent alerts were detected for this implantable cardioverter defibrillator (ICD) as it displayed high out of range shocking impedance measurements. The patient has a competitor right ventricular (rv) lead. The physician is aware of the out of range pacing impedance measurements. Additional information indicated that the cause was not determined. The ICD and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information received indicated that high shocking lead impedance measurements greater than 125 ohms continued to be observed. It was discussed that the patient has a competitor single coil lead that has always had higher than normal shock impedance measurements. The physician is keeping track of the measurements and will continue to monitor the patient. The system remains in service. No adverse patient effects were reported.